Manufacturer narrative:
Reported event of clip mashed onto the bushing. Upon investigation, it was noticed that the clip assembly was lodged connected to the bushing. The prongs were locked into the capsule and could not be opened. Based on the condition of the returned device, the reported failure was confirmed. However, there is not enough information to understand what caused these failures. Hence the most probable root cause classification is ¿undeterminable.¿ a review of the device history record (DHR) was performed and no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used for hemostasis during an endoscopic submucosal dissection (esd) procedure performed in the esophagus on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device would not open. The clip did not grasp onto the tissue and did not have to be pulled from the mucosa. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clip assembly was mashed onto the bushing, therefore this is now an MDR reportable event.